Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a ¿more than meal" for lunch and subsequently experienced hypoglycemia, with the lowest glucose of 52¿53 mg/dl, and they self-treated with approximately 15 grams of carbohydrate, restoring glucose promptly. Symptoms included low blood glucose. Outcomes included transient hypoglycemia without medical intervention, hospitalization, or ketone testing, and the user reported resolution after snack treatment. Investigation included complaint intake, troubleshooting, and education regarding meal announcement use. Investigation of this case revealed an accidental or inappropriate meal announcement leading to excess insulin delivery relative to need, consistent with user-reported limited prior use of the ¿more than meal¿ feature and subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related use of the meal announcement feature was the most likely cause.